Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screw/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes rep. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient underwent a removal procedure due to an infected left fibula hardware of a healed fracture. It was mentioned that the syndesmotic screw was broken. During the procedure all the hardware was removed. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This complaint involves an unknown number of devices. This report is for one (1) unk - screws: trauma. This report is 2 of 3 for (B)(4).